Manufacturer narrative:
Cmp-(B)(4)., the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported that a patient who underwent a trauma femoral nail fixation procedure has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.